Event description:
It was reported when powering the programmer on, it gave an error message. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer was slow to boot, and after interrogating a device an error message was displayed.